Event description:
The customer reported a multiple false positive results with the ID now covid-19 assay performed on nasal swab sample and generated positive results. The customer reported that pcr confirmation testing was performed and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The manufacturing and quality control release testing were reviewed for test base lot m165566 and they met release specifications. Additionally, the retain kits were tested with abbott diagnostics scarborough's limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. All tests performed as expected with no false positive results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing as expected. The logfile was not returned for analysis into the root cause of the false positive results for this location. In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.